Event description:
It was reported by service report that the bed scale would not zero. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: all load cells.